Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 10/23/2019 section h3. Device returned to manufacturer? Yes. Device evaluation: the product was received at the manufacturing site for evaluation in a lens case. The lens was inspected using a 12x magnification microscope. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens is damaged most likely to make the explant possible. No further anomalies were found. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: exact date not provided, best estimate is between (B)(6) 2019 ¿ (B)(6) 2019. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in the complaint system revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a former study patient underwent explant of a model zxt375 20.0 diopter intraocular lens (iol), from the right eye (od) due to halos and glare causing difficulty with driving at night. The explant/exchange was conducted after the patient exited the study. The replacement lens was a model zct300 20.0 diopter. The patient is noted to be recovering. The explanted lens was discarded and is unavailable for return. No further information was provided.